Event description:
Discordant high immulite 2000 ipth and nt-probnp results were generated on one patient. The sample was repeated by the laboratory several times. Discordant results were not reported to the doctor. There is no known report of treatment given or withheld based on the discordant ipth and nt-probnp results.

Manufacturer narrative:
A siemens global support specialist evaluated the immulite 2000 instrument data. After analyzing the instrument data, the global product specialist determined that the cause of the discordant ipth and nt-probnp is unknown. The instrument is performing within specifications. No further evaluation of the device is required.